Manufacturer narrative:
The insulin pump was received with scramble display/horizontal clear lines in lcd glass due to moisture damage on the lcd board. No blank display noted. The device was also received with scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a display anomaly. The blood glucose at the time of the incident was 82 mg/dl. The customer stated that when he presses the act button, the screen goes blank and multiple lines would appear on the screen when pressing the esc button. Troubleshooting was performed and the display did not return to normal after changing the battery. The device was returned for analysis.